Manufacturer narrative:
Although the device history record could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. An additional detached coil was returned within the microcatheter. Visual inspection was performed on the returned device and it was observed that the main coil was prematurely detached, kinked, and stretched. No functional test could be performed due to the damages observed. In the case of this complaint it is possible that this coil was inadvertently withdrawn from the aneurysm into the microcatheter during withdrawal of a reported coil; this however cannot be conclusively determined. Based on the investigation results and available information an assignable cause of procedural factors will be assigned to this complaint. This is the second of 3 complaints.

Event description:
Based on the investigation of the returned products, two additional coils were found inside the lumen of the catheter. There were no clinical consequences to the patient. This report concerns the first additional coil.